Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using cold insulin. Tandem technical support informed customer that cold insulin is off label per the tandem user guide. The customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.